Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical prostatectomy simple procedure, the customer informed the technical support engineer (tse) that the vio integrated electrosurgical unit (erbe) had a loose contact on upper monopolar port. Prior to calling the customer replaced the cautery cable and the instrument. Logs indicate that the activation was halted by instrument or cable. The tse asked to use the lower monopolar port, but this port also seems to have an unstable connection and has issues with instrument recognition (question mark). Restarting the erbe did not change the situation. The customer started to use an external erbe then to complete the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
During power-on test, the slot 3 not working error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The generator will be returned to the original equipment manufacturer. The root cause is attributed to the electrical errors on the generator.

Event description:
Refer to h11 for follow-up information.